Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for shock impedance measurements out of range was seen for this cardiac resynchronization therapy defibrillator (crt-d) on the right ventricular (rv) channel. Subsequently, this patient was seen in clinic and reprogramming was done. It was stated that they will monitor this patient. This device remains in service. No adverse patient effects were reported.